Event description:
Pt alleges receiving breast implants on 11/8/85. Pt also alleges since 1987 she developed hardening, pain, burning and a rippling sensation. Physician states pt has baker grade ii capsule contracture with prosthestic displacement and deformity, recurrent pain, resemble silicone gel and fear despite medical research.